Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident and current blood glucose was 600 mg/dl. The customer¿s blood glucose level was 300 mg/dl. The customer declined to perform the high pressure test as they do not have a tubing clamp. The customer was advised to review bolus history to confirm it displays all bolus entries based off their recollection. The insulin pump will not be returned for analysis.